Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: tingling in feet. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for dead meter. Customer has been using the true metrix meter since 2019 and stated the battery had never been changed. The customer is using the correct battery in the correct orientation for the meter. During the call, the true metrix meter powered on using the power button and when a test strip was inserted. During the call, a blood test was performed by the customer fasting and produced test result of 262 mg/dl using true metrix meter. At the time of the call, the customer reported that she was experiencing tingling in her feet and that she believed her blood glucose was high. Medical attention was not needed at the time of the call.